Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. Although the pump's alarm could not be cleared to resume insulin delivery, corrective actions included sending a replacement pump with updated software and providing access to training materials. The customer was advised to use multiple daily injections as a backup therapy and was informed of the return process for the faulty pump.